Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the endo clip was deployed but was not intended and it could not be retrieved. As per policy, an endoscope was cleaned, but there was no endo clip visualized and no resistance noted. The following day, the endo clip was successfully retrieved. The complainant noted that no harm occurred with a patient and that there was no adverse event. However, the complainant also provided conflicting information that the event report type was serious injury and the event outcome was required intervention. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on february 18, 2021: it was reported to boston scientific corporation that a resolution 360 clip device from a previous procedure on (B)(6) 2020 was lodged within an olympus 190 scope working channel that was used during an esophagogastroduodenoscopy (egd) for a food impaction procedure in the esophagus performed on (B)(6) 2020. During a separate procedure performed with the same scope on (B)(6) 2020, a non-bsc device was passed down and was pushed out of the scope's working channel. However, an already deployed resolution 360 clip which had been unknowingly stuck in the working channel of the scope, and was pushed out of the scope into the patient and had to be retrieved in the patient's esophagus. It was reported that no clip device was used in this procedure, and the clip was therefore from a case a day prior on (B)(6) 2020. Reportedly, an internal investigation was made by the customer. It was noted that the scope was reprocessed correctly according to olympus directions for use (dfus) with a bed side clean, manual clean and high level disinfectant, but determined that the clip must had been suctioned back into the scope channel, was retained, and was pushed out of the scope into the patient. Additionally, it was confirmed that there was no adverse event from this case nor serious injury and no further intervention was required. Additional information received on march 12, 2021: it was reported to boston scientific corporation that no patients were scoped in between. The clip was retained in the scope one case, and pushed out the working channel of the scope the very next case after proper reprocessing.

Manufacturer narrative:
Block h6: medical device problem code a150208 and a180305 capture the reportable event of clip detached and remained in the working channel of the scope, reprocessed, and used in a patient during another procedure. Patient code (B)(6) capture the reportable event of required intervention. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration #: mw5098314. Additional information: block b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), e1 (initial reporter facility name, initial reporter fax), h6 (device codes), h10 (additional MFR narrative).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. FDA registration #: mw5098314.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the endo clip was deployed, but was not intended and it could not be retrieved. As per policy, an endoscope was cleaned, but there was no endo clip visualized and no resistance noted. The following day, the endo clip was successfully retrieved. The complainant noted that no harm occurred with a patient and that there was no adverse event. However, the complainant also provided conflicting information that the event report type was serious injury and the event outcome was required intervention.